Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer had a seizure due to over correcting dose. Customer was not connected to insulin pump after eating. Customer's blood glucose went from 280 mg/dl to 60 mg/dl within 15 minutes. 911 was not called. When customer recovered from seizure she treated with apple juice and glucagon. No further information provided.